Manufacturer narrative:
Corrections: h6 method code updated to include 4111. H6 results codes updated from 3233 to 3252. H6 conclusion code updated from 11 to 4315.

Event description:
It was reported that an es2 integrated blade screw tab fractured intra-operatively. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay by using pliers.

Event description:
It was reported that an es2 integrated blade screw tab fractured intra-operatively. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay by using pliers.

Manufacturer narrative:
Visual inspection: the tab was confirmed to be fractured off the welding. A review of the device and complaint history records could not be performed as a valid lot number was not provided and could not be obtained. The es2 surgical technique states: once the construct is finally tightened, the blades can be removed. Slide the blade remover, with the arrow on the top of the blade remover pointing away from the center of the blades, down over one of the blades. With the recovery guide engaged in the screw head, remove the handle from the recovery guide if used, and slide the blade remover down over the remaining blade as far as it will go. Detach the remaining blade from the screw head. With the recovery guide in place and the remaining blade removed, slide recovery dilator 1 over the recovery guide. If both blades are detached from the screw head, position the recovery dilator 1 over the screw head. Using imaging, verify the screw head is within the dilator. Insert the recovery guide through the dilator and into the screw head. A handle can be assembled to the recovery guide and impacted if additional force is needed to ensure that the recovery guide is fully engaged within the screw head. Disassemble the handle from the recovery guide if used. An exact root cause cannot be determined. Potential causes could be the following: user does not use enough angling of blade remover or uses wrong direction, user does not fully seat instrument on blades - applies load on weld, and/or user error, user does not engage retention mechanism to hold blade.

Manufacturer narrative:
Status of the device is unknown.

Event description:
It was reported that an es2 integrated blade screw tab fractured intra-operatively. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay by using pliers.